Event description:
Very wrong sensor results; when I used abbott 's freestyle librelink sensor I got 46. Then I suspected this result because there were no hints such as shaking hands or sweating etc, so I used the finger print one touch ultra and I got 121. This kind of inaccurate result is not new to me, it happened many times in the past. I want to report this because you approve this as a medical device. I think you should reevaluate your approval as patients pay significant amounts every month and they may take extra pills or not take pills when they should cases on these very inaccurate results. FDA safety report ID # (B)(4).